Event description:
It was reported that the camera head had a crack at the base of the paddle. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, g6, h3, h4, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the crack at the base of the paddle was due to damage/cracked video connector and the damage/cracked video connector was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a crack at the base of the paddle. The issue was found during reprocessing. There was no patient involvement.